Event description:
This is a report of a patient who experienced peritonitis. The patient was hospitalized for an infection. Seventeen days later the patient was diagnosed with peritonitis while in the hospital for the infection. On an unknown date, the patient was treated with an injection of vanconex, 1gm, and an injection of imipenem 500mg for the peritonitis. At the time of the report the patient was recovering from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.